Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01343, 0001822565-2022-01345, 0001822565-2022-01347, and 0001822565-2022-01348. Medical product: unknown nexgen articular surface, unknown nexgen tibial tray, unknown tm cone, and unknown stem. Report source: (B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Rossi, s., perticarini, l., ghiara, m., jannelli, e., cortesi, l., & benazzo, f. (2022). High survival rate at mid-term follow up of porous tantalum cones for bone defects in revision total knee replacement: a 3-11 years follow up report. The knee, 35, 175¿182. Https://doi.org/10.1016/j.knee.2022.03.007.

Event description:
It was reported that two patients underwent minor surgical intervention to promote wound healing with no revision of product. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression "wound concerns" or "non-healing wound" would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. It is noted an I&d (incision & debridement) was performed on the superficial non-healing wound. An I&d procedure can be used to promote the healing process, and this is a common procedure used to treat a non-healing incision site. This deviation signifies an alteration in the wound healing process. No implants were revised. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.